Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of high blood glucose readings and a loose drive support cap from the insulin pump. The customer stated that she was pregnant and her sites sets now have buttocks. The customer stated that her high blood glucose occurred within the sets. The customer was advised to review the site set with her doctor and to discard possible site issue or occlusion and to check which kind of infusion set is in use. A replacement pump will be sent to the customer.

Manufacturer narrative:
The insulin pump was received with intermittent act button due to flattened dome switch. No unlocked lcd keypad connector. The drive support was inspected and no anomaly noted. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump had cracked case at the display window corners, cracked battery tube threads and with broken belt clip slot.